Event description:
Initial creatinine results for three patient samples were 0.63, 0.33 and 0.13 mg/dl. When repeated, the results were 1.44, 0.78 and 0.65 mg/dl respectively. The incorrect results were not used to guide therapy. The field service representative found the rinse mechanism was not properly seated and repaired the instrument by reinstalling the rinse mechanism.